Event description:
It was additionally reported that due to direct communication with the edc service center, there was determined to be no issue with the device and the centrimag console was kept in use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor, serial number unknown, was evaluated due to the reported event of the console¿s screen appearing dimmer than expected. The centrimag motor was not returned for analysis, and the console¿s lowered brightness has been addressed via the console¿s investigation. No issues regarding the motor were reported nor observed, and the root cause of the reported event could not be correlated to an issue with a motor. The serial number of the centrimag motor was not provided. The 2nd generation centrimag system operating manual has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a new centrimag console had low display brightness.